Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving heparin saline (1250 units/ml at 1248.8 units/day) via an implanted pump. The patient¿s medical history was noted to be stage four liver cancer with treatment via hepatic arterial infusion using the pump and pump connector attached to a catheter made by another manufacturer. On (B)(6) 2020 it was reported that the patient developed a local infection at the pump pocket location one month after implant. No diagnostics or troubleshooting were performed. The surgeons decided that the best solution to the infection at the pump pocket was to explant the pump and implant a new pump in a different location in the patient¿s abdomen. On (B)(6) 2020 the pump and sutureless connector were removed and a new pump and connector were implanted at a different location in the patient¿s abdomen to allow the infection at the previous implant site to heal and not spread and to resume hai (hepatic arterial infusion) cancer therapy. It was noted that the pump and connector were attached to a catheter made by another manufacturer. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. The factors that may have led or contributed to the issue were noted to be that the patient¿s pump was implanted to treat stage four liver cancer via hepatic arterial infusion and the patient was immunocompromised and more susceptible to infections as a result of the cancer being treated. No further complications were reported/anticipated.